Manufacturer narrative:
Initial and final MDR 1931136 - MDR 8021545-2024-02954- device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 27-jun-2024, it was reported that the patient faced infusion set was leaking at the site. The infusion set was in use for three days. No further information available.